Manufacturer narrative:
Analysis confirmed the customer comment that the head was "broken" it interrogated only intermittently and it was attributed to the cable being out of specification. Analysis further noted that the upper case, antenna coil and magnet were contaminated and that the retainer was broken and contaminated. The head was to be scrapped and replaced. (B)(4).

Event description:
It was reported that the radiofrequency programmer head originally returned as an associated device subsequently tested out of specification during manufacturer's ;analysis. There was no patient involvement.